Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no information has been received. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no information has been received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A purchaser reported that suction was lost during a lasik flap procedure. Additional information has been requested.